Event description:
Harmonic scalpel hand piece malfunctioning. Working intermittently throughout case: would turn off without apparent reason. No information regarding the generator is available. No breaks/fray in cord. Staff do not know why this was occurring. No trends identified within the facility with this type of device. No harm to patient or staff.====================== manufacturer response for ace harmonic handpiece, ace harmonic (per site reporter). ====================== they will come to pick up device for reviewing.